Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the customer was hospitalized due to a high blood glucose level and a diabetic ketoacidosis on (B)(6) 2017. Customer's blood glucose level was over 600 mg/dl. Customer was first taken to urgent care, then to a local hospital, and finally transported to intensive care unit. Customer's mother did not recall any significant events that may have lead to the hospitalization. The customer was hospitalized for three days and treated with IV fluids, magnesium, and phosphorus. Customer was unable to perform troubleshooting at the time of the call. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.